Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Screw driver is cross threaded. Case type: tka. Patient was under anesthesia.

Manufacturer narrative:
Customer reported that the screw driver is cross threaded. Device evaluation and results: device evaluation was performed and the square screwdriver event was confirmed. Device history review: review of the device history records indicate 379 devices were manufactured and inspected on 07-02-2018 with no reported discrepancies. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the square screwdriver. There have been 51 other events for the referenced lot number. The parts from these prs displayed the same failure. Conclusions: the square screwdriver showed the masterbond that holds the shaft and handle cracked.

Event description:
Screw driver is cross threaded. Case type: tka. Patient was under anesthesia.